Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who noted the ins was removed on (B)(6) 2019. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said the implant has been off for some time. They also noted that they are getting shocked and they are experiencing severe pain in their tailbone. The consumer also said the healthcare provider (hcp) is no longer taking their insurance and they are getting frustrated. They added that they will probably not turn their ins back on and they are asking for manufacture representative (rep) information. As a result of what was reported, an hcp listing was sent to the patient. The call center recommended consulting with insurance company for an hcp who takes their insurance. No further patient complications have been reported as a result of this event.